Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not yet completed.

Event description:
It was reported that the 30-degree endoscope would read 30 up when the endoscope was pointing 30 down. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was reading 30 degree up when facing 30 degree down or vice versa. There was no damage observed on the endoscope¿s adapter/base. The procedure was completed with backup endoscope. There was no patient injury.

Manufacturer narrative:
The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed with no image. The probable root cause of the binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.